Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known all available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative hbcore result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 0.931, repeats 4.713, 4.927 s/co. There was no impact to patient management reported.

Manufacturer narrative:
The suspect medical device was changed from ln 6l22-25 (unknown lot) to ln 08l44-30 lot 80236li00 on september 4, 2018 all follow up information will be provided in manufacturer report number 3002809144-2018-00373.